Event description:
It was reported that during implant high pacing impedance and a failure to retract the helix was noted on the right ventricular (rv) lead. The physician elected to use a different lead for the operation. The patient condition was stable.